Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument wire at tip of arm is broken. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found the primary failure of frayed grip cable to be related to the customer reported complaint. For clarification, the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.